Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
One location tab of the impactor punch location area of the cemented punch size 4-7 has snapped off.

Manufacturer narrative:
Examination of the returned device confirms one of the two tabs is fractured. The other tab shows signs of heavy usage. The root cause is attributed to design. (B)(4) and (B)(4) were initiated to address the tab fracture. The updated design will be released with a new product code however, no products have been released for distribution. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.